Manufacturer narrative:
Additional information: b5, d6, d7, e1(prefix, first name, last name), e3, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. The first photo depicts the catheter being used during a surgical procedure. There is a gloved hand pinching the hub and there is trace blood stains on the glove. The second photo depicts a close-up view of the hub. There is gauze and wetness around the hub. The third photo depicts bloody gauze and a gloved hand holding the catheter at the hub. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, blood leak was noted at the hub of the catheter. It was stated that there was no crack, only a leak at the "splices"/junction/union of the pieces. There was blood loss of 10ml but no transfusion was required. Iodopovidone was the cleaning agent used, wound dressing was utilized, wound dressing did not include any cleaning agents or antimicrobial properties, cleaning agents are allowed to dry prior to dressing and applying ointment on the area, the patient was not responsible for any type of maintenance of the device, cleaning agents are not switched during the life of the device, they are not mixed. The catheter was not repaired, there was no luer adapter issue. There catheter has to be removed and replaced, and hospitalization was only for observation. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, blood leak was noted at the hub of the catheter. The catheter was not repaired, there was no luer adapter issue. Change of a new catheter was done to resolve the issue. There was no reported patient injury.